Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient returned to hospital for a follow-up, the device battery was found to be have depleted faster than expected one year after it was implanted. The device was explanted and replaced. No further information is available.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.